Manufacturer narrative:
Addition b7:- patient comorbidities: hypertension and current substance abuse. Addition h6: code 213-a review of the manufacturing records for the devices verified that these lots met all pre-release specifications. Addition h6: code 22-according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include component migration.

Manufacturer narrative:
Correction upon review, it has been determined there is no allegation of deficiency on the (B)(6). UDI-(B)(4). Device.

Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt281218/20189804, UDI: (B)(4) and plc271000/18600079, UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of an iliac aneurysm treated with gore® excluder® iliac branch endoprostheses. Reportedly the patient had extreme tortuosity in his abdominal and iliac arteries. It was reported that computed tomography images dated (B)(6) 2019, revealed the gore® excluder® contralateral leg endoprosthesis (plc121200/20695184) migrated proximally (amount of migration is unknown) and pulled up into the aneurysm sac. The gore® excluder® contralateral leg endoprostheses (plc271000/18600079) which was used to bridge the trunk-ipsilateral leg endoprosthesis (rlt281218/20189804) and the aortic excluder iliac branch endoprosthesis (ceb231210a/20775751) had all lost seal in the iliac artery. The physician reintervened on (B)(6) 2019, and relined the two contralateral leg endoprostheses with an additional contralateral leg endoprosthesis, extended the iliac artery with implanting an additional device and implanted an aortic extender endoprosthesis. The patient tolerated the reintervention.